Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of capture. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2024. Further information was requested however, was not provided.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was at elective replacement indicator (eri) when received. Longevity was calculated based on the device usage, and the battery depletion was found to be normal. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The report event of failure to capture could not be reproduced.